Event description:
The device was returned to the service center with a report from the customer contact the device alarmed with a s208 (can bus error-psc) malfunction alarm code and an unspecified channel malfunction. This does not indicate a reportable info. However, during verification testing at the service center, the device alarmed with a whitescreen error.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. The customer reported channel malfunction was confirmed during testing; however, the s208 alarm was not duplicated in testing or noted during a preview of the device history. This report represents all the info known by the reporter upon query by hospira personnel.